Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 400 mg/dl with vomiting; cause was unknown. Elevated bg was addressed via removing pump and reverting to alternate insulin therapy. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.